Event description:
Event description guidant received information that during routine follow-up, this implantable cardioverter defibrillator (ICD) was unable to be interrogated using multiple wands, several programmers, selecting quickstart or selecting the pg family. Additionally, tones were not elicited following application of a magnet.